Event description:
The handpiece stopped working during an unkonwn procedure. The handpiece was swapped with a second handpiece and the case was completed with no patient consequence. It was found after the case the mount on the handpiece was loose.